Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and performed visual inspection and found sensor cannula broken, broken part is missing. The sensor was unable to confirm in said condition due to customer returned opened sensor. The sensor was unable to confirm needle complaint due to sensor with no needle.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 270 mg/dl. The customer stated that she put in another sensor and there was a little blood and now she is getting errors. The customer stated that the site is not actively bleeding. The customer stated that blood is not visible on the sensor connector. The customer stated that the sensor was not tugged or pulled on after insertion. The customer was advised to make sure the site is not bleeding before connection. The customer was advised to monitor the site.